Event description:
Customer reported that the insulin pump alarmed button. Blood glucose value is unknown. Customer did not recall any significant events leading to the alarm. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.